Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed no delivery during bolus two or three times a week. The blood glucose at the time of the incident was 126 mg/dl. The customer changed the insertion area and type of infusion sets but was unable to resolve the issue. It was advised to use a reservoir from a different lot number. The customer will monitor and call back if issue persists. The reservoir will not be returned for analysis.